Event description:
Customer called to report device has active service indication. The device was returned to physio-control for evaluation. When physio-control evaluated the device, the service indicator was related to a fault code in the device error log that pointed to a problem with the defibrillator function. There was no patent associated with the reported.